Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (specifics unknown), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. Acceptable device diagnostic testing was last performed approximately eight months prior, indicating proper device function at that time. The patient had not experienced any recent injury or trauma that may have damaged the ncp system and does not manipulate the device through the skin. Review of x-rays by manufacturer revealed an apparent break in one of the lead coil wires, just inferior to the electrodes. A break in a leak coil would cause a high lead impedance test result during device diagnostic testing. Revision surgery is likely. No adverse event was reported in conjunction with the high lead impedance condition.